Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. It can be noted that ziv6-125-14-8.0 is an e.u. Part number - only approved in the us for iliac indication only. As indication is not confirmed FDA MDR assessment required. PMA/510(k) # of similar device: p050017/s002 and s003. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
The physician advanced the stent along wire guide to the stenosis position, then pull out the safety locking and withdraw the sheath. However, the physician found the sheath could not withdraw normally. Then the physician adjusted the delivery system but still not deploy the stent. Withdraw the device with resistance. There has no bent found. At last, the physician change another new device to use and finish the procedure successfully.

Event description:
This follow up report is being submitted to update the investigation conclusions. Initial report details: the physician advanced the stent along wire guide to the stenosis position, then pull out the safety locking and withdraw the sheath. However, the physician found the sheath could not withdraw normally. Then the physician adjusted the delivery system but still not deploy the stent. Withdraw the device with resistance . There has no bent found. At last, the physician change another new device to use and finish the procedure successfully.

Manufacturer narrative:
(B)(4). Exemption number: e2016031 (B)(4) it can be noted that ziv6-125-14-8.0 is an e.u. Part number - only approved in the us for iliac indication only. It was confirmed that the device use in the portal vein which is off label. Intended use of ziv6 for row is in iliac, carotid and renal arteries. PMA/510(k) # of similar device: p050017/s002 and s003. Problem statement: ¿the physician advanced the stent along wire guide to the stenosis position, then pull out the safety locking and withdraw the sheath. However, the physician found the sheath could not withdraw normally. Then the physician adjusted the delivery system but still not deploy the stent. Withdraw the device with resistance . There has no bent found. At last, the physician change another new device to use and finish the procedure successfully.¿ device evaluation the ziv6-125-14-8.0 device of lot number c1377260 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, the physician advanced the stent along wire guide to the stenosis position. The customer reported that the device was returned without the stent, because the stent was released after the user withdrew the delivery system. The customer confirmed that the handle was pulled towards the hub. The patient¿s anatomy was not calcified or tortuous. According to information provided by the customer, the user could not withdraw the sheath (could not deploy the stent) after pulling out the safety locking. After removing the delivery system no bent or deformation was found on the sheath. The device related to this occurrence underwent a laboratory evaluation on the 11th january 2018. On evaluation of the returned device, it was observed that the complaint device was returned without the stent. A kink just distal to the handle was noted when the handle was in closed position. This kink could have occurred during transport or handling. The outer sheath (flexor) was measured as 124.7cm and was noted to be as per specification (specification 125cm +13mm/-8mm) pusher ring was examined and no issues found. A kink was observed on the inner peek catheter, which could have possibly occurred during transport (inner sheath was exposed when the device returned). The device was flushed with no issues, and a 0.035¿ diameter wire guide was passed through the device with no resistance. There was no tactile damage noted on the flexor. There was no evidence that the device was manufactured incorrectly. This complaint device was returned without the stent and it was confirmed by the customer that the stent was deployed after device withdrawal. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The following additional information was received from the customer: the proximal part of the system was straightened just prior to deployment. The physician ¿adjusted the system to make the system more leveling. The reference diameter of the vessel was 13 diameters. The physician used 0.35¿ wire guide. The device was flushed prior to advancement with saline solution. The stent was partially deployed when the system was withdrawn from the patient. Upon removal from the patient, there was no damage noted to the stent and the stent was discarded at the hospital. The device was used in the portal vein. Possible causes for this occurrence could include the use of the device off label. The device was used in the portal vein. As per the instruction for use, the intended location for this device is the iliac, carotid and renal arteries. Use of device outside intended location could have caused or contributed to resistance during deployment, resulting in partial deployment. Based on the above and as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. Document review prior to distribution all ziv6-125-14-8.0 (zilver 635) devices are subject to visual inspection and functional checks to ensure device integrity, as per the finished product q.c. Instruction. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest any issues with this lot #. Summary there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Another device was used to complete the procedure. The risk associated with this complaint is risk category iia/low risk level. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). It can be noted that ziv6-125-14-8.0 is an e.u. Part number - only approved in the us for iliac indication only. As indication is not confirmed FDA MDR assessment required. PMA/510(k) # of similar device: p050017/s002 and s003. This follow up report is being submitted as the investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
This follow up report is being submitted as the investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions. Initial report details: the physician advanced the stent along wire guide to the stenosis position, then pull out the safety locking and withdraw the sheath. However, the physician found the sheath could not withdraw normally. Then the physician adjusted the delivery system but still not deploy the stent. Withdraw the device with resistance . There has no bent found. At last, the physician change another new device to use and finish the procedure successfully.